Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The liner was removed and replaced. Additional information received revealed patient underwent the total hip arthroplasty between 1990 and 1995. During the revision procedure, the modular head was also removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number, expiration date - unknown; date implanted - unknown; initial reporter name, address, phone - unknown; PMA/510(k) number - unknown; manufacture date - unknown.